Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to cystic changes in the bone.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to cystic changes in the bone.

Manufacturer narrative:
The reported event could not be confirmed because the CT scan review did not confirm an issue with the tibial component. Device inspection was not possible because the product was not returned for investigation. A review of the device history record was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design-related problems could not be identified because the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that there is subsidence of the talar component anteriorly, with some bone formation over the anterior rim of the talar component. Peri-implant cysts are present mainly in the talus bone, with no loosening observed. Device components are intact. However, failure of total ankle replacement (tar) over time is a known complication. In cases of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. When a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as clinical status, exact symptoms, range of motion, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, it is not possible in such cases to provide statements regarding the patient, the procedure, or the device in relation to the cause of failure. More detailed information about the complaint event, as well as the affected device, must be available to determine the root cause of the complaint event. If the device is returned or additional information is provided, the investigation report will be reassessed.